Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 06-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that an x-ray found the lead had migrated off the mid line. There were no known external or patient factors that contributed to the issue. Reprogramming was tried but they could not get to the opposite side. The physician will replace the lead to the mid line on (B)(6) 2021. The issue was not resolved at the time of the report.